Event description:
It was reported that the spo2 alarm (on or off) is not stored in the iacs cockpit profile. The spo2 alarm is activated (on) and saved in the profile. When the patient is admitted after discharge (calling up the default profile), the spo2 alarm is deactivated again (off). Only when the profile is also saved in the m540 is the spo2 alarm automatically activated (on) when monitoring is started. The instructions for use gives no indication of this. Assessment of the situation: potential danger to the patient, as the spo2 alarm may be inadvertently deactivated. No adverse patient impact was reported. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. Involved infinity m540, ms20401, serial number (B)(6).

Manufacturer narrative:
Draeger engineering reviewed the provided video/device logs and performed testing with a good known infinity acute care system (iacs) with software version vg4.2. Engineering attempted both discharging/readmitting a patient as well as undocking/redocking a m540 then docking a separate m540 to reproduce the reported issue, but each test produced the spo2 alarm being disabled properly on the m540 as saved in the cockpit profile accordingly. It was determined that the issue was consistent with file corruption of the stored profile. The customer was advised to create a new profile and reset the m540 to factory defaults using the service menu to resolve the issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the spo2 alarm (on or off) is not stored in the iacs cockpit profile. The spo2 alarm is activated (on) and saved in the profile. When the patient is admitted after discharge (calling up the default profile), the spo2 alarm is deactivated again (off). Only when the profile is also saved in the m540 is the spo2 alarm automatically activated (on) when monitoring is started. The instructions for use gives no indication of this. Assessment of the situation: potential danger to the patient, as the spo2 alarm may be inadvertently deactivated. No adverse patient impact was reported. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. Involved infinity m540, ms20401, serial number (B)(6).